Manufacturer narrative:
Device evaluation: the device related to the reported event of no information was received on december 24, 2019 with lot number 2595031. Visual analysis of the returned device identified: crease fold, encapsulation deformation, cloudy in the gel, yellow particles and overweight. Voids and cloudy was observed after autoclave disinfection process. The weight is checked again, which is within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported strong pain on the right side up to armpit, device might have moved. Implant has to be definitely removed as it is ruptured. Physician reported capsular contracture, unknown baker grade. Device was explanted. Right side.

Event description:
Patient reported strong pain on the right side up to armpit, device might have moved. Implant has to be definitely removed as it is ruptured. Physician reported capsular contracture, unknown baker grade. Device was explanted. Right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: d.4., g.1., h.4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Patient reported strong pain on the right side up to armpit, device might have moved. Implant has to be definitely removed as it is ruptured. Physician reported capsular contracture, unknown baker grade. Device was explanted. Right side.